Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check therapy pad messages, damaged cable or wires exposed) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt's cable has a broken wire near the connector. The root cause for broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages, check therapy pad messages, and damaged cable or wires exposed.